Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluted unit and stated that power supply was broken. Fse states unit will not be repaired and that unit is out of service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that prior to use, when turned on, the cs100 intra-aortic balloon pump (iabp) unit showed a picture for a while and went off again. As if there was a short circuit. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.